Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would not interrogate. The programmer interrogated wireless and non-wireless devices. However, analysis indicated that the radiofrequency head connector on the printed circuit board was loose, and that associated errors were found in the parsing sheet. The board was replaced and recalibrated, and the programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the power cord bay had broken latch tabs, the keyboard latch was broken, the keyboard was missing a key, the lower case was missing two feet. The stylus tip was loose, and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer was not able to interrogate wired devices. The radiofrequency head was changed out but the issue was not resolved. It was believed that there may be a short in the head connection. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.